Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a high capture threshold and was found to be dislodged. The dislodgement was confirmed via x-ray and additionally, the right ventricular lead failed to extend the helix when the physician attempted to reposition the lead. Eventually, the right ventricular lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high capture thresholds. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The helix was extended and clogged with blood/tissue. X-ray inspection was performed and it was found that there is a over torque of the inner coil at the connector region which is consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.